Event description:
Event date 2004 aprox 6:30pm. Vent shutting down several times while on external ac and internal dc power, no pt harm reported. No allegation of vent causing pt harm, inop alarm not activated. Was on ac power at time of event.